Event description:
It was observed that during the device evaluation, the subject device exhibited a blackout on the printed circuit board motherboard, and the up down angle knob rebounds. There was no patient involvement.